Event description:
Guidant (now boston scientific crm) received info that this pt expired in 2006. This male with known ischemic cardiomyopathy was found deceased outside of the pt's home. There had been no antecedent complaints, aside from stable, moderate chronic dyspnea. The device was explanted by the funeral home but was not returned to boston scientific's post market quality assurance laboratory for testing. According to the adverse event form, the physician stated that the probable cause was the pt's heart failure condition. The adverse event classification was listed as class IV (related to a change in the subject's condition or to therapies other than delivered by the implanted system). The certificate of death listed the immediate cause of death as congestive heart failure and ischemic cardiomyopathy. There were no specific allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
As part of the study protocol, all reported deaths and potential heart failure events were reviewed and adjudicated. While the study was being conducted, boston scientific was blinded to this death info. Adverse event forms were submitted directly to the event analysis dept shortly after the reported pt's death, however, the info from the adjudication committee was not available until after the primary endpoint had been reached. Subsequently, boston scientific crm received add'l info from the adjudication committee on 10/03/2009. In the absence of known prodromal changes, this group of physicians deemed this a primary arrhythmic event. ICD performance was not assessed but this was assumed adequate and not contributory to death through malfunction. The physician group unanimously determined this death was attributable to a primary arrhythmia incident to chronic coronary occlusive disease.